Event description:
Pump declared alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level. Customer waited until prompted to remove used cartridge and had previously reported similar alarms with this pump. Technical support resolved the issue by replacing the pump, although it was not under warranty.